Manufacturer narrative:
The zoll catheter in complaint will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. A potential causal relationship between a patient injury and the use of a device cannot be established based on available information. There is no information fo rteh location and timing of the event as related to the use of the device.

Event description:
On an unspecified date, a solex catheter was used in a patient' temperature management therapy. During therapy, it was reported that the patient developed a large hematoma; however, it is not known if the issue was a result of the actual insertion of the catheter. No further patient information was provided. There is no known patient consequence or impact reported.